Event description:
It was reported when using the bd pyxis medstation es system drawer 5 failed constantly. The customer added that the user was unable to retrieve the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 was not in position. The field service engineer reseated cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.